Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the probe actuation failure occurred where an abnormal sound was heard when using the probe and cutting could not be performed during cataract/vitrectomy combination surgery. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Additional information provided in h.3. Corrected information provided in h.6 and h.11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer did not retain the product lot information, therefore the device history records traceable to the reported procedure pack could not be reviewed. The wet probe manifold was visually inspected. The gray line, that was not applied with solvent, caused the tubing to detach from the probe engine during pressuring on the console. The detachment of the pneumatic tubing renders the device inoperable (unable to actuate) and is visually detectable by the user during setup. The root cause of the customer's complaint is consistent with a manufacturing error than can occur during the wetting/assembly process of the pneumatic tubing with solvent and subsequent insertion to the probe engine. In order to mitigate the occurrence of this type of event, during the manufacturing process, in-process checks during assembly and after final assembly are utilized to help screen out this type of defect from occurring. After investigation of this complaint no corrective action is required at this time. As described, quality checks are in place during and post-final assembly to mitigate recurrence of this observed issue. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).